Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation results become available.

Event description:
Baxter received a report that leakage occurred from the tubing. The set had been used for 40 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.